Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic with atrial lead noise. The lead was capped and replaced. The patient condition was fine post procedure.